Event description:
Per the clinic, the patient experienced discomfort with device use. Subsequently the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, january 20, 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.

Manufacturer narrative:
Correction: the correct PMA number is 890027; not 840024 as previously reported. This report filed july 31, 2015.